Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels during the night. Customer's bg levels ranged from high 60's to 70's. Bg levels were addressed by consuming orange juice. Pump settings were lowered by customer's healthcare provider to address bg level.